Manufacturer narrative:
Due to the contract manufacturing site reporting an unintended discharge of laser energy, this event is an aro (accidental radiation occurrence) and therefore reportable.

Event description:
On 24 apr 2024, contract manufacturer cogmedix reported to cynosure an accidental radiation occurrence (aro), which occurred during the manufacturing assembly process of elite+ sn (B)(6) on 16 feb 2023. During the assembly process, the yag rod was installed backwards and caused the laser to fire backwards unexpectedly. No injuries were reported. Per the procedure, a protective shield is to be used during the assembly process and it was not being used at the time of the reported incident. Cogmedix has initiated corrective action ca-100634 to address this issue.